Event description:
A patient who was implanted with miniarc a year later, she had no urgency/freq; she was partially better but, she got busier and she had leakage, and decided to have an sparc sling, but when physician did the sparc saw the miniarc mesh in the urethra. Doctor aborted the sparc and fixed the urethra. Additional information received on 8/10/09 indicates that the urethra was repaired and the sling removed approx four months earlier. A bioderm based sling was used in the month prior to original month, for her revision.